Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a power issue with his onetouch ultra2 meter. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests one to two times a day and manages his diabetes with 12 units of victoza (once a day), 20 mg of glucoside (twice a day), and 1000 mg of metformin (three times a day). It is not clear when the alleged power issue first began. Prior to contacting lfs, the patient claimed he had not tested for approximately 24 days due to the alleged power issue. According to the patient, following the reported product issue he did not test with a secondary device and was just ¿guessing¿ as to how much insulin to take. As a result of the alleged power issue, the patient reportedly developed a symptom of shaking on the evening of (B)(6) 2013, he had consumed ¿lucozade¿ and food as self treatment soon after, and approximately 15-30 minutes later his symptom abated. At the time of troubleshooting, the csr verified that the subject meter¿s battery was not replaced per owner¿s booklet recommendation and noted that the subject meter turns on manually with the power button; however, the battery indicator appears on the screen. At the time of the follow-up, the patient informed the csr he had replaced the subject meter¿s battery, however, the alleged power issue was not resolved. The csr noted the patient had already disposed the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Test strip lot #: not provided.